Event description:
The dealer states that when they opened the box and went to take the chair out the seat upholstery was stuck together...almost like it was glued or melted together and tore when they opened the chair.